Manufacturer narrative:
There are different reasons why implants break and this problem has been illuminated by various authors (e.g. Maeglin 1988, beumer 1989, tetsch 1991, worthington 1992). Beumer and lewis 1989 report the following causes: production / design flaws. Inadequate fitting of the suprastructure. Occlusal overload. Bruxism. Bone resorption around the implants. Insufficient axle alignment of the implants. Trauma. Biomechanical causes. Design of the suprastructure.

Event description:
The clinician reports the implant was inserted (B)(6) 2015 in ada 7. On (B)(6) 2020, fracture of the implant was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. There were no patient operative or post-operative complications reported.